Event description:
It was reported that an unspecified number of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced under fill or low draw of a tube with blood. Product defect was noted during use. The following information was provided by the initial reporter: customer called in to report that tubes are under filling, it was reported to her today, 2019-12-13, some blood goes into the tubes. No further information available from customer calling.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced under fill or low draw of a tube with blood. Product defect was noted during use. The following information was provided by the initial reporter: customer called in to report that tubes are under filling, it was reported to her today, (B)(6) 2019, some blood goes into the tubes. No further information available from customer calling. Are patient identifiers known? If so, please provide (gender, age, dob, weight, etc.) No. How was the tube rejected (i.e.: at the collection, by the lab, by automated fill level sensing, etc.)? Yes - redrawn. Are samples from this lot available? If so, a prepaid fedex label can be provided, to send in 5-10 samples of product for investigation. No ¿ they were discarded. How was the tube drawn? By needle and hub. How many tubes were witnessed underfilling? Unknown. Was a discard tube used? Yes. Was a successful draw achieved with the same lot? Yes. Were there any erroneous result? No. Did the course of treatment change? No. Is this happening with one particular: department, unit, and shift, time of day or person? No. What was method of draw? X straight needle, x wingset, syringe, line, unsure/other (please list). Are you using a bd device to transfer the blood to a tube? Btd, llad, no, other. If using a wingset were the fitting tight/secure? (Connection between threading luer adaptor to holder and male to female connection) yes. Have the tubes been exposed to extreme heat: yes, x no.